Event description:
It was reported that the patient received a shocking or jolting sensation when the stimulator was turned on. The patient stated that she felt a shooting pain similar to being electrocuted on the left side of her back into her "private area", and down to her left foot. The sensation started following implant of the device. When the patient turned the stimulation from 0.7v down to 0.6v, the pain went away. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va006vr, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).